Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd venflon¿ pro safety shielded IV catheter as the hcp was administering the catheter during the procedure the needle was stuck during the last insertion it passed through the catheter and stabbed an employee in the finger. The following information was provided by the initial reporter: there might have been a defect on a pvk. Apparently, the needle has been stuck during the last insertion and has passed through the catheter and has stabbed an employee in the finger. He himself thinks he has done as he should (stuck, withdrawn and introduced) and that the catheter has not bowed during insertion. He concludes that there is an error on the equipment, but it is a few days ago and we unfortunately have no batch number or the like to identify the package

Manufacturer narrative:
H.6. Investigation: 1 photo was returned for investigation. The photo shows the needle pierce through catheter during the product application on patient. The probable root cause could be due to the handling during product application. The needle pierce through catheter could be happened during vps needle safety activation. From the verbatim, the cannula could had been stucked in the needle cap and pierce the catheter when the user attempted to withdraw by force. As no sample was returned, the reported defect cannot be confirmed. A review of the past 12 months qn was performed. No qn related to reported defect was raised. Therefore the root cause cannot be determined.

Event description:
It was reported that during use of the bd venflon¿ pro safety shielded IV catheter as the hcp was administering the catheter during the procedure the needle was stuck during the last insertion it passed through the catheter and stabbed an employee in the finger. The following information was provided by the initial reporter: there might have been a defect on a pvk. Apparently, the needle has been stuck during the last insertion and has passed through the catheter and has stabbed an employee in the finger. He himself thinks he has done as he should (stuck, withdrawn and introduced) and that the catheter has not bowed during insertion. He concludes that there is an error on the equipment, but it is a few days ago and we unfortunately have no batch number or the like to identify the package.